Event description:
During a spinal fusion case, the bur broke and fell into the surgical site. It was removed with suction. Obtaining and using back up equipment extended the procedure an additional one hour. Thereby exposing the patient to additional anesthesia. No additional treatment or intervention was required due to this event.

Manufacturer narrative:
The attachment was received with part of the bur stuck in it. The root cause of this incident may potentially relate to abnormal treatment of the product at the account. This is possible as the shank of the bur used in this attachment is very small and excessive force can cause the bur to break. The label for the device subject to this MDR has a warning which states do not use excessive force.